Event description:
A hospital in (B)(6) reported via their fisher & paykel healthcare representative that the optiflow junior interface wigglepads were not sticking well to the infants' faces, especially children with rsv pneumonia, who have large amounts of secretions. No patient consequence was reported.

Manufacturer narrative:
Fisher & paykel healthcare did not receive a cannula for evaluation. Our investigation is thus based on our knowledge of the product. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Spare wigglepads are sold as an accessory for the optiflow junior cannula under the part number opt012. A lot check could not be performed as lot information was not provided. Without the return of a complaint device for evaluation we were unable to determine what had caused the problem as reported by the hospital, though the hospital had commented that there are excessive secretions poduced by children with viral pneumonia. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure skin is dry/prepared. - appropriate monitoring must be used at all times. - check cannula remains secure on the face. Replace wigglepads if required.